Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending data for the list number did not identify any related trends for the product and issue under review. The complaint activity review by lot indicates that the reagent lot performs as expected for this product. Customer field data was used to assess the performance of the alinity I tsh assay using worldwide data. The review shows that the median patient results for lot 43474ud00 is comparable with other lots in the field confirming no systemic issue for the lot. A review of the device history record indicated no non-conformances or deviations were identified for lot 43474ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I tsh reagent lot 43474ud00.

Event description:
The customer reported falsely decreased alinity I tsh results for one patient sample. The following results were: initial tsh result = 3 uiu/ml; repeat results = 6 and 6 uiu/ml (reference range: 0.35-4.94 uiu/ml). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I tsh results for one patient sample. The following results were: initial tsh result = 3 uiu/ml; repeat results = 6 and 6 uiu/ml (reference range: 0.35-4.94 uiu/ml). There was no impact to patient management reported.